Event description:
It was reported that during the implant procedure the lead was attempted but not used. The lead exhibited high impedance during placement. The lead was repositioned several times to no avail. Additionally it was noted that the physician experienced difficulty inserting the stylet the final centimeters of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.